Event description:
Complainant indicated that the medics were attempting to monitor a pt (age, gender and condition unk) with the device, but the device screen displayed dotted lines and an "electrodes off" error message. The medics were able to obtain another device to monitor the pt, and there was no indication of any adverse effect on the pt as a result of the reported malfunction.